Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014, at 1:15 am she activated a new pod and her blood glucose was in range for the rest of the day (exact bg level was not provided). Her bg, carbohydrate intake and insulin history for the following day is as follows: date/time: (B)(6), 10:32 am, mg (mg/dl): 312, bolus (u): 6.60; 02:16 pm, 212, (B)(6); 11:52 pm, 2.29, 0.45; (B)(6), 07:51 am, 444, 6.25; 08:49 am, 485, 6.00 (manual injection). At 8:52 am, the pod was deactivated and she stated there was no cannula visible.